Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd texium needle free syringe was leaking. The following information was received by the initial reporter with the following: it was reported by customer that leakage.

Manufacturer narrative:
The customer reported a texium leakage, and returned one photo of the incident, of material my8030, lot 25065019. Upon initial visual examination, the set verified the complaint of texium leakage, at connection to another set. A trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.